Event description:
A malfunction occurred with the customer's pump, displaying a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, confirmed the shipping address, and instructed the customer on how to put the pump into storage mode before returning it. The customer acknowledged these instructions and agreed to return the faulty pump using a prepaid label within 10 days.